Event description:
It was reported by svc report that when the zoom drive handles are pulled back, the stretcher moves forward. No adverse consequences have been reported.

Manufacturer narrative:
Result: handle.